Event description:
It was reported that the device reached elective replacement indicator (eri) possibly early and that the right ventricular (rv) lead had a pace/sense fracture. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned in segments and analyzed. The distal conductor of the lead was fractured. Concomitant products (B)(4) implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).